Manufacturer narrative:
The pump gave a failed radio frequency error alarm during self test due to a faulty component on the radio frequency board. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive radio frequency pic failed self test. Customer's blood glucose was 104 mg/dl. Customer was advised that insulin pump would be replaced.